Manufacturer narrative:
Additional information: the product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 16, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the complaint lens was received coated in viscoelastic residue. The lens was cleaned revealing the lens was damaged and scratched. The complaint issue lens damaged" was identified during product evaluation. The observed cosmetic issues" is similar to the reported complaint issue. The complaint issue stuck in cartridge" was not identified during product evaluation. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens got stuck and broke when it was implanted in the patient's eye. There was no delay in treatment or other interventions provided. No further information was provided.